Event description:
During craniotomy, the motor stopped and would not restart even with kick start attempt. The motor was being used with a legend perforator. Sounds like air is going through, but motor would not spin. No pt impact or significant delays experienced. The motor was being used with a legend perforator. Back up units were available to complete the procedure. In 2003, additional info was identified related to this complaint. According to this report filed by the manufacturer of the perforator dissecting tool, "during a craniotomy for a brain tumor, the disposable perforator was used by the customer with a new (midas rex) craniotome. On the fourth burr hole, the drill stopped spinning and became stuck in bone. Another perforator was used to drill and dislodge the device. It is not known if the difficulty was caused by the failure of the perforator [dissecting tool], the [midas rex] craniotome, or by some other variable. It is reported that there were no adverse consequences to the pt".